Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. Addition patient information: patient's height is (B)(6). Additional product classification code: fsm. Device is an instrument and is not implanted/explanted. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review -- no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient received a bilateral femur fracture while in an accident driving a quad. During the bilateral lateral entry femoral recon nail (lefn) procedure on (B)(6) 2015, there was an issue with the aiming arm. The surgeon was using the drill bit to lock the lateral entry femoral nail proximally on both left and right femur. When he tried to insert a screw, by using the first drilling on the static locking hole proximal through the aiming arm, the drill bit contacted the nail and missed the hole when he was drilling both times on the left and right sides. He had to remove the inner sleeve and free handed the drill bit through the hole in the nail to finish the procedure. Eventually the surgeon was able to get the bit through the hole in the nail for the screw to be inserted successfully. There was a surgical time delay of ten minutes reported. There was no surgical/medical intervention required. The surgery was successfully completed and the patient status outcome is good. This complaint involves nine devices. This is report 9 of 9 for (B)(4).